Event description:
This spontaneous report was received on (B)(6) 2012 from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer had purchased three packages of reach johnson & johnson floss, mint waxed for dental cleaning (lot number 196od and expiration date unspecified). On an unspecified date, the consumer reported that the floss came apart rendering the cutting blade inaccessible or inoperable. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case.

Manufacturer narrative:
The date of this submission is (B)(6) 2012. This closes out this report unless other additional significant information is received.